Event description:
According to the reporter, during laparoscopic colon resection, towards the end of procedure, the proximal ring was thin. The surgeon had to oversew the thin proximal ring to complete the case and resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.